Manufacturer narrative:
H6l code 100: deformed anvil caused the staples to improperly form. Facility experienced an evant with endopath* endoscopic articulating multifeed stapler on while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974044. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, yes; precock functional, yes; rotation, yes; staple count, 1 and swivel, yes. Functional tests & results: cycled the instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "was dropping staples" during surgery may have been due to an improperly formed anvil. The instrument was received with 1 staple remaining in the cartridge and with a separate package which contained 7 partially formed staples. The instrument was cycled and fired the remaining staple which did not form properly. The anvil was observed to deformed, which caused the staples to improperly form when fired. The deformed anvil was due to vendor error during molding. The appropriate mfg and engineering personnel have been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was dropping staples. There was a pt consequence.